Event description:
Event description boston scientific received information that three weeks following implant with this active-fixation model ventricular lead, it was unable to capture the myocardium in the ventricle and displayed high threshold measurements. During the revision procedure, several repositionings were attempted, but could not obtain acceptable threshold. It was determined that in relation to the patient's anatomy the lead was too short. The lead was explanted and replaced with a longer, passive- fixation model lead. The next day, the field representative called technical services to inquire about programming for the automatic capture feature.